Manufacturer narrative:
The insulin pump was received with displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. The pump was received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case next to belt clip rail corner, faded serial number label, slightly stained serial number label, peeling end cap address label, corrosion on force sensor assembly, corrosion on motor home switch and slightly corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had exposed to moisture. Customer's blood glucose value was 111 mg/dl at the time of the incident. Customer will return device for analysis.